Event description:
The customer received a message during the fill tubing process that the cartridge needed a minimum of 50 units of insulin to proceed. Reportedly, the cartridge had been filled with 180 units and air bubbles. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide warns that failing to remove air from filling syringe and tubing may result in inaccurate delivery of insulin. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.